Event description:
The reporter indicated that an implantable collamer lens had an irregular edge on the lens haptics after injection. It was indicated the lens was not implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).